Event description:
It was reported that a bd plastipak¿ three part hypodermic syringe with needle had a pressureless plunger. Customer¿s verbatim: ¿ pressureless plunger. ¿

Manufacturer narrative:
H.6. Investigation summary: no physical sample is received, only a photograph where it is observed that the stopper is not assembled at the tip of the plunger. Additionally, retention samples are taken to evaluate whether the defect is present. The retention samples presented satisfactory results with visual and dimensional evaluation so the defect the client reports was not present in the retention samples. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The most probable cause is lack of silicone. The number of defect reported complies within the criterion of acceptance of quality, therefore no corrective action at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ three part hypodermic syringe with needle had a pressureless plunger. Customer¿s verbatim: ¿ pressureless plunger. ¿